Event description:
When the brakes were engaged at the head end of the stretcher, the foot end brakes did not hold.

Manufacturer narrative:
The tech replaced the brake/steer caster to repair the bed.